Event description:
It was reported that a patient implanted with the preloaded, extended depth of focus intraocular lens (iol) visited the clinic and complained of photopsia and metamorphopsia. The patient requested for an iol replacement and refused to provide the date of the surgery. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation. Product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Section h4 - device manufacture date: unknown, as product serial number was not provided. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.